Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a blower heat sink issue on arrival. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 09 may19. MFR received date 08 may19. The manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. A blower motor assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the blower motor noted signs of scratching on motor housing body where heat sink contacts typically attaches. On remainder of blower assembly no obvious dust or debris on unit, no signs of mechanical damage or physical mishandling, and no obvious indications of electrical overstress or overheating. It was noted that there were no signs of wear on connector or cabling and no indications of damage to the unit. It was also observed that no heat sink was received and no gross physical damage was observed but there were abrasions where heat sink screws typically contact motor housing body. Lengthwise scratches at location of heat sink screw contacts indicate sliding/movement of the heat sink along the motor housing body. The root cause was isolated to the improper mounting of the heat sink or tightening of heat sink fixing screws led to mechanical failure of assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.